Event description:
The customer received a blood glucose reading of 126mg/dl from the contour meter. She retested on a different meter and the reading was different by 50mg/dl. No specific reading could be provided. If the second meter read lower, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further testing.